Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was unable to communicate with external devices. Troubleshooting was unable to resolve the issue. As a result, patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of inability to connect to the ipg was confirmed. As received, the ipg was unable to communicate with a test standard clinician programmer. The uep inductive tool showed the device was running the therapy app and functional. A review of the ipg¿s log confirmed the device had been programmed to MRI mode. When MRI mode is enabled, and a loss of pairing/bonding occurs, any follow up attempts to communicate or pair between a patient¿s ipg and clinician programmer will be unsuccessful. After the device was taken out of MRI mode and placed in a normal state, the ipg functioned as intended. The ipg was functionally tested on ate and passed all tests.